Manufacturer narrative:
The device was not returned for evaluation. Video was provided by the site and the crimped valve appeared further away from the delivery system flex tip and not at the crimp balloon. The crimped valve also appeared non-coaxial within the sheath profile, which indicated tortuosity of patient¿s access vessel. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no similar complaints. As the damage to the frame was unable to be confirmed, a complaint history review is not required. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip and ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU/training deficiencies were identified. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The valve frame damage was unable to be confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ¿the operator felt major resistance when advancing the valve through the esheath. When the team panned down to see what was going on, they noticed that the valve edge had caught on the sheath liner and tore it¿ and ¿when the devices were removed from the patient a bent strut was noted on the valve. The physician believes this occurred during withdrawal, not advancement of the valve¿. From the imagery review, the crimped valve is non-coaxial within sheath, which indicates tortuosity of access vessel. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. The presence of tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. It is possibly during the advancement and withdrawal of the delivery system an additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, and the delivery system (with crimped valve) was non-coaxial within the sheath, it can lead to the valve struts to catch within the sheath during advancement and withdrawal through sheath, and resulted in bent strut as reported. As such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time. In this case, a iliac artery perforation occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification of the access vessel that may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defects were identified, no corrective or preventative actions are required. Additionally, since no edwards defects were identified, no corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case a strut of the valve became bent during an attempt to withdraw it through the sheath. A perforation of the external iliac was observed after removal from the patient. An endurant 2 stent graft was placed to treat the perforation and once the right side was fixed the physician proceeded to tavr from the patient¿s contralateral side.